Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and alarms were hard to hear. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had rewind was longer and insulin pump was unresponsive to new battery. The insulin pump will not be returned for the analysis.